Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device, reviewed the logs and verified the reported issue. The se was unable to duplicate the reported issue. The se replaced the delivery pressure solenoid (psol) assembly as a precautionary measure. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a pediatric patient, a 980 ventilator generated a ventilator inoperable alarm and was displaying a "severe occlusion/little or no ventilation" alert message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
The proportional solenoid returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. The reported event could not be duplicated. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.